Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, pump fell prior to unspecified malfunction alarm occurring. The customer's blood glucose (bg) level was not impacted. No additional patient or event information was available.